Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10456-1, 0001825034-2017-10620-1, 0001825034-2017-10621-1, 0001825034-2017-10622-1.

Event description:
It was reported that the patient underwent knee arthroplasty approximately 4 years ago and has been experiencing pain and weakness since surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Medical products - vanguard dcm ps tibial bearing # 183620 lot # 334280. Vanguard tm ps open box femoral # 183108 lot # 162740. Biomet arcom patella # 11-150826 lot # 964570. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10620, 0001825034-2017-10456 and 0001825034-2017-10622. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee arthroplasty approximately 4 years ago and has been experiencing pain and weakness since surgery. Attempts have been made and additional information on the reported event is unavailable at this time.